Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance or form properly. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.